Event description:
The event is reported as: complaint reported as the following: when attaching the adaptor to the oxygen tap, it doesn't make great contact event though it is screwed on tight. No pt injury reported. Pt current condition is fine.

Manufacturer narrative:
Method - complaint history review. Results, device history record review for the reported lot number have been reviewed and no issues or discrepancies were found which could potentially relate to this complaint. Conclusion: the customer complaint was not confirmed due to the lack of product sample to perform a proper investigation and determine the root cause. If the product sample becomes available this complaint will be reopened.